Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of dizzy episodes and not feeling well. There was a right ventricular (rv) lead warning for low impedance, the lead also exhibited oversensing. The lead was reprogrammed and later was capped and replaced. No further patient complications have been reported as a result of this event.